Manufacturer narrative:
A steris service technician arrived onsite following the event and found no issues with the function or operation of the washer. The washer was returned to service and no additional issues have been reported. The event is attributed to improper loading techniques by user facility personnel; specifically, the manifold rack not being correctly placed into the washer causing an incomplete door seal. The technician instructed user facility personnel on the proper loading techniques for their washer.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.